Manufacturer narrative:
The reported event was not confirmed. The service evaluation revealed a worn inflow motor but there were no issues found with the outflow side.

Event description:
It was reported that the pump doesn´t pump. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery. Update received on 09-mar-2021. The right side of the suction is without function.